Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device was exhibiting a possible battery depletion (pbd) issue. Boston scientific technical services (ts) reviewed the device data and indicated there was pbd behavior. Ts explained to the healthcare provider (hcp) that an atrial tachy response (atr) mode switch was on-going and that a lot of atrial episode activity can impact battery longevity. A subsequent boston scientific engineering analysis of device data confirmed that the device is experiencing high atrial rate sensing, which has caused an increase in battery power consumption and an associated decrease in battery longevity. The analysis indicated the high atrial sensing started shortly after the system was implanted. The device remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. Upon receipt, this device was thoroughly inspected and analyzed. Device memory was reviewed, and no faults or errors were noted. It was also noted that the device exhibited prolonged high atrial rate sensing for approximately two months while implanted, and then no more high atrial rate sensing was present after that. The device memory extends back one year. The device power consumption was elevated during that time period and when the high atrial rate sensing ceased, the power consumption returned to normal. The expected battery voltage matched the actual battery voltage. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity observation.

Event description:
It was reported that this pacemaker device was exhibiting a possible battery depletion (pbd) issue. Boston scientific technical services (ts) reviewed the device data and indicated there was pbd behavior. Ts explained to the healthcare provider (hcp) that an atrial tachy response (atr) mode switch was on-going and that a lot of atrial episode activity can impact battery longevity. A subsequent boston scientific engineering analysis of device data confirmed that the device is experiencing high atrial rate sensing, which has caused an increase in battery power consumption and an associated decrease in battery longevity. The analysis indicated the high atrial sensing started shortly after the system was implanted. The device remains in-service. No patient symptoms or adverse patient effects were reported. This pacemaker device was returned to boston scientific more than three years later. No other information has been provided. No adverse patient effects were reported.